Event description:
It was reported that the customer received recurring motor error alarms and a compromised force sensor system alarm from her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump was able to complete the rewind process, but during prime, the compromised force sensor system alarm occurred. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. Unable to verify the motor error alarm due to the alarm. However, the motor was tested outside of the device and passed. A cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window noted.